Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was separated from the device case. High powered visual inspection revealed that the header may not have been properly adhered to the case of the device, but was not completely separated until the date of explant. Visual inspection also noted that all seal plugs were missing, all set screws were stuck, all set screw capture washers were damaged, indicating a force exerted upon them in the counter-clockwise direction. The hex slots on all setscrews were damaged, indicating the hex wrench was not completely inserted into the hex holes before turning. High powered visual inspection did not reveal any abnormalities in the lead barrels that would cause or contribute to the observation of lead removal difficulty. It is suspected that the lead removal difficulty was a result of induced damage to the set screws, resulting in ¿stuck¿ set screws. Analysis of the device data revealed that there were no open lead impedance measurements were noted prior to explant, indicating that the header wires from the case to the header were intact until the date of explant. No electrical testing of the device was performed due to the damaged header. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a partially separated header was observed at a device replacement procedure. Additionally, there was difficulty removing the leads from the header. The leads were safely removed using a bone cutter and were able to be used with the new device. This device was explanted. No additional adverse patient effects were reported.